Event description:
It was reported that, during use for esophageal anastomosis in open thoracic surgery, firing could not be performed. The anvil was left in place, and the surgery was completed successfully using another device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2026. D4: batch # 790d50. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage and a battery along with the device. The anvil was received with a cut washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. Upon visual inspection of the battery, the metal contact was noted deformed on the battery pack. Also, scratched marks were observed on the insertion area. The battery pack was in used condition. When the test battery was installed the tissue compression scale backlight was illuminated. However, the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a the returned anvil and it was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reach on the cause of the reported event, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 790d50, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.